Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.102" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image of the instrument tip shows a loose but intact teflon pad consistent with the customer reported issue as well as traces of bio debris. A review of the instrument log for the harmonic ace instrument part# 480275-08 / lot # m902201025-0029 associated with this event has been performed. Per logs, the instrument was used on the (B)(6) 2022 with system (B)(4) and not on the reported event date of (B)(6) 2022. This is a single use instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the user observed that the gasket of the harmonic ace instrument "falls off." Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.